Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that beginning the day prior to the call the patient began to experience overstimulation and stimulation in the wrong location at the implantable neurostimulator (ins) site and their left leg. They had pain and numbness on their left side when the stimulation is on and it makes the pain worse. On the right side the patient is getting pain relief and the device is "doing what it's supposed to do." The change in stimulation was not noted to be positional however they did note that they regularly lift 40 pounds at work. The overstimulation and stimulation in the wrong location would occur no matter what position they were in. The patient has checked their device with the patient programmer and was able to adjust the stimulation. They had not yet tried lowering the stimulation but they had tried both of their programs and they were both causing pain that was worse when the device was on. They even had pain when the therapy is turned off but it is not as bad as when it is on. Lastly, it was noted that the patient's adaptive stimulation setting was on. No intervention, cause, or outcome was provided however additional information has been requested. If received, a follow-up report will be sent.